Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with 85% stenosis. The balance middleweight (bmw) universal ii guide wire was advanced to the lesion and pre-dilatation was performed. Rotablation was performed and then a stent was implanted. During post-dilatation, the balloon was deflated and during removal of the balloon it became stuck on the polymer of the bmw universal ii guide wire. The balloon and guide wire were removed together as they were stuck together. It was noted that the polymer coating of the guide wire had started to peel off in some places; however, nothing was left in the patient or retrieved from the patient. Another unspecified device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty removing the balloon catheter over the wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to remove. Manipulation of the wire when resistance was encountered may have contributed to the reported peeled/delaminated; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.